Event description:
It was reported that the handpiece melted the bur guard during an oral surgery. There was no reported pt or user injury, and the procedure was completed successfully with another device that was on hand.

Manufacturer narrative:
The handpiece was received at the MFR for evaluation, and the alleged condition of the bur guard melting onto the hand piece was confirmed given a rise in temperature that was found. Based on the investigation detail, the melted bur guard was most likely caused by the bur guard being pushed into the load position on the handpiece by the customer during use. The warning, which is sent with every bur guard, as well as, the instructions for use both state, the proper installation for the bur guard.